Manufacturer narrative:
(B)(4). Concomitant products: guide wire: command; guide cath: sheathless. Incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported balloon rupture appears to be due to case circumstances. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents from this lot. It should be noted that the armada 14 percutaneous transluminal angioplasty balloon catheter instructions for use states to prepare the catheter prior to insertion into the patient. Based on the reviewed information, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in a 90% stenosed, mildly tortuous, mildly calcified superficial femoral artery. An armada 14 percutaneous transluminal angioplasty (pta) catheter was prepped inside the patient anatomy then ruptured during the first inflation at 8 atmospheres. A new armada 14 pta catheter was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.